Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that during the procedure a nerve monitoring device was not receiving a response with direct stimulation of the nerve, but would receive a positive response when stimulating the tissue on the thyroid. There was twitching while on the nerve, but no response. This was happening on the left side, but not on the right. The stim was at .3 and the threshold was at 186. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional info received from the manufacturer representative that the device was checked out, they attended a few cases and everything has gone smoothly.